Event description:
Registered nurse (rn) noted that she was getting an error message and merge was not transmitting cardiac catheterization lab reports to cerner. Started on afternoon of the prior day. The system was rebooted and usernames were changed.